Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. A partial distal portion of the lead measuring 28.5 cm was returned in one piece. Final analysis found that the insulation was abraded at 9.8 ¿ 10.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.